Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) failed to boot up. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's sales associate, the ccm partially booted up then shut off and this cycle continued. Per the field service representative (fsr), the non-clinical activity was an educational setting as this unit was only used in an educational setting and not a clinical setting.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the central control monitor (ccm) rebooted over and over again. He cycled the power, plugged the ccm into a different network interface card (nic) port, reseated connections and replaced the coin cell battery and the unit still did not function correctly. The end user then opted to not have the unit repaired since it was in use for a non clinical setting. Per data log review: the complaint indicated the ccm had a boot failure. The provided video showed the ccm not completing boot up which confirms the complaint. Since the ccm would not boot up, there was no way to export the logs. The relevant logs for this type of complaint is the system log and the local area network/ interface board (lan/if) log, both stored in the ccm. For this reason a log review was not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.